Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose without device alerts while using the ilet system, and the user had not changed the infusion site since onset; the user was advised to perform a site-only supply change, after which blood glucose returned to range, and device records indicated episodes of both hyperglycemia and hypoglycemia. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient impact requiring troubleshooting and education only. Investigation included review of device data and clinical context through troubleshooting with the user. Investigation of this case revealed hyperglycemia of unclear cause that resolved after an infusion site change, consistent with possible infusion site or supply-related delivery issues, while no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.